Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 600cc being used for a breast augmentation procedure ruptured intraoperatively. As a result, a different implant was used to complete the procedure. No patient consequences or procedural delays were reported.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a tear was observed on the posterior aspect measuring approximately 1.5 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. It is possible to damage the implant during insertion if excessive force is applied to a small area of the shell, or if the incision is not large enough to accommodate the style, size, and profile of the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).